Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: during a robotic sigmoid colectomy (B)(6) 2019, the circular stapler was used to create the end to end anastomosis. The surgeon followed all of the proper steps and the device was fired successfully. The surgeon did two full 360 counterclockwise rotations of knob and rotated 90 degrees left and right several times but could not get device out. A decision was then made to open the patient and a hole was noticed in colon. After the device was removed, the two anastomotic rings were noticed to be fully intact. The sales rep. Met with the surgeon the following day and the surgeon stated that he was not sure why the device would not come out and was going to send photos. It was verbally communicated that the gap setting was all the way down to green zone. The tear in the colon seemed above the staple line. This procedure was a redo, but the tissue seemed healthy. The surgeon did not try to open an extra turn during attempts to remove. It is unknown how the device was eventually removed. He hand sewed the anastomosis as well as the hole. The patient is doing fine. It is believed that the device was dialed down all the way and tissue was thin.

Event description:
It was reported that during a robotic sigmoidectomy the device was fired and locked out. The device was removed from the patient but it is unknown how this was done. After inspecting the colon a hole was found. The procedure was converted to open and completed.

Manufacturer narrative:
(B)(4). Batch # t5c69j. Device evaluation summary: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form criteria. However, it was noted that there was light sticking of the test skin to the casing¿s staple pockets. Additional testing was performed. The device was reloaded with staples and a new washer. In order to simulate worst case clinical conditions for release issues, the device was setup to fire into thin indicated tissue across two crossed staple lines, and with the indicator dialed down to low-b. Firing was performed per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident for each firing. The staple line was complete, and the staples appeared to be well formed in the tissue for each firing. The device was test fired a total of four times, once in test media and three times in tissue. The release of tissue on the first firing was very easy without any resistance. The second and third tissue firings released from the tissue easily with just a slight tug. The device was found to be conforming based on both tests. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, it was noted that the indicator was not moving smoothly but was jumpy. The analysis of the indicator component found the component¿s ¿living¿ hinge had taken a plastic set. This finding would not have caused the reported issue. The device is packaged with a staple retainer that ensures a load is not placed on the indicator¿s living hinge before use. It is not known how or when this issue took place. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.